Event description:
An optometrist reported a case of bilaterial '+2' punctate epithelial keratopathy (pek) at five months post photo refractive keratectomy (prk). Patient noted vision was blurred. Reporter indicated upon last exam the issue was resolved, the patient's corneas and conjunctiva were clear, and patient was "responding to cyclosporine ophthalmic emulsion treatment". Topical steroid eyedrops were discontinued and the patient was only using cyclosporine ophthalmic emulsion and tears. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system history shows that the laser was verified successfully prior and after the date of treatment. Logfiles review for the day of treatment shows no abnormalities that could have contributed to the reported event. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).